Event description:
It was reporting that during a selective internal radiation therapy (sirt) embolization & delivery of chemo particles treatment procedure, unintended movement of the catheter occurred this direxion fathom system was used to catheterize the gastroduodenal artery (gda). While trying to deploy the first coil the fathom guide wire was used to push the coil out of the micro-catheter; however, the wire was too stiff and caused the micro-catheter to move. It was further reported that the catheter moved proximally away from the coils, the wire moved the catheter away from the area they wanted to embolize. The first coil was deployed in the intended lesion as the catheter was quite far distally into the vessel. The physician decided that is wasn¿t safe enough to deploy the rest of the coils as they were unsure if the catheter would move. At which point they removed direxion catheter and fathom guidewire. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).